Event description:
Additional information received via email. Patient required transport to higher level of care to explant the device and components. The device was removed and the outcome was reported as resolved.

Event description:
It was reported that a patient had a port a cath placed on (B)(6) 2023. On (B)(6) 2023, the patient was at a medical center for a routine follow-up appointment. It was noted the "port was not working properly". Ivr and CT exams completed. CT results retained the left mediport tubing was not visibly attached to the hub, has "detected" and migrated distally. The proximal portion of the mediport tubing projects within the central portion of the left innominate vein. The remaining portion of the mediport tubing migrates down the svc through the right atrium and the right ventricle with distal tip positioned in the pulmonary outflow tract and proximal pulmonary trunk. Patient was transferred to another medical facility. Adverse patient effects are unknown.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.